Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that it was taking the patient 10 hours to charge the implantable neurostimulator (ins) battery fully. However, telemetry results suggests that the patient last charged the night before they were seen by the manufacturer¿s representative for 2.6 hours with full coupling noted and finished with 100% charge of the ins. The patient¿s previous charge session was a month earlier with similar results. The patient was counseled on proper charging and the proper use of the recharger unit and was to follow up with the representative at their next clinic appointment on aug. 5. It was also reported that the patient experienced increased heat and a burning sensation at their ins battery site and that their skin had a pattern of redness extending from their scar. The patient¿s physician ordered laboratory tests and ¿will treat for possible infection if necessary¿. No diagnostics were performed or actions needed as a result of the event. The patient status at the time of the report was noted as ¿alive no injury¿. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.